Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited noise and low pacing lead impedance. Several noise reversion episodes were reported due to noise. Patient presented in clinic on (B)(6) 2017 for lead revision procedure. Noise could not be reproduced with isometric testing. It was also noted that the patient experienced a ventricular tachycardia episode two days prior to replacement procedure. The lead was capped and replaced with high voltage lead. Patient did well before, during, and after the procedure.